Event description:
Caller reported blood glucose results of 69 mg/dl using inform system 1 and 318 mg/dl using inform system 2 within 10 minutes. Reported no symptoms or adverse event relative to these discrepancies. A request was made for the return of the strips, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with patient identifier (B) (6) for report on inform system 1.